Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, correction to field b5, and updates to fields d8, and d9. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most likely cause was also not established. In addition, the following reportable malfunctions were identified during the device evaluation: pebax heat shrink was damaged and the sheath was deformed and detached at proximal end. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was an endobronchial ultrasound procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a needle that became bent during a therapeutic procedure. There were no reports of patient harm or injury.